Event description:
It was reported the patient¿s recharger was not communicating with their implantable neurostimulator (ins). It was noted that there was a communication problem and there recharger was not communicating with tier ins. It was further noted that it had been a couple of weeks since the patient last charged their ins. It was noted the patient had contacted their healthcare professional. It was further noted patient tried turning the dial on the recharge antenna for better communication. The reporter stated they had never used the patient programmer and they did not know they even had one. It was noted the patient saw an ins battery low screen. It was further noted the patient had a loss of therapeutic effect. The reporter stated they had been noticing this for a couple of days. It was noted the patient felt a return of pain. It was further noted the last time the patient felt stimulation was a few days ago. The reporter stated their legs should be numb and tingling and their back should not be hurting and the ins was not doing that. Additional information received reported the patient was still having concerns regarding their device or therapy but was working with the doctor or manufacturing representative. The patient had an appointment on (B)(6) 2013. It was later reported that there was a suspected implantable neurostimulator (ins) overdischarge. It was noted that problems with recharge coupling were primary reason for overdischarge. The last time stimulation had been felt was 2-6 months prior to this report. The issue had started a few months prior. The patient¿s back was killing her from the pain and the patient needed ins to walk and get around. The patient¿s implantable neurostimulator (ins) was not working. The problem may have been overdischarge. Since the ins had been ¿dead¿, the patient had not physically seen the doctor or manufacturing representative. Additional information received reported that the patient had not been able to charge for the last few months prior to this report. It was noted that historically the patient had had few coupling boxes. The patient had attempted to charge all night but that had not resulted in a full charge on (B)(6) 2013. The patient was seeing the poor communication screen. It was further reported that the patient's implantable neurostimulator (ins) "died" last wednesday and it was replaced. It was noted that the implant lasted "about a year". It was reported that the battery "stopped functioning" and the reason was unknown.

Manufacturer narrative:
Product ID: 37746, serial# (B)(4), product type: programmer. Patient product ID: 3 7754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).